Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced but was stuck in the calcium. However, when the device was removed, the proximal stent struts were deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.